Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited an increase in thresholds to high levels and a decrease in sensing. It was determined that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the full lead was returned. Analysis was performed and no anomalies were found.